Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 30 mmol/l. Customer's blood glucose value was 3.3 mmol/l. The customer treated with manual injection. The customer reported that insulin pump had insulin flow blocked alarm during basal. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was returned for analysis.